Manufacturer narrative:
Analysis of the ins (#nme706095h) revealed that no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger was not charging the ins. The patient spent 2 hours charging but the battery was still red. Caller states her recharger will say excellent and good but after 2 hours it is still on red and not charging. The caller reported new batteries being tried. The recharged was reconnected. When the caller did this they were describing the screen as saying, "position the antenna over the ins". The caller states she did this for 2 hours yesterday, moving it and moving it. The caller stated it is now saying looking for a device, then reposition antenna, then move closer to ins. Caller states the recharging is right on the device. It was determined that the "cannot find device" error message was displayed. Patient was issued a new recharger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The patient¿s medical history includes obesity and high blood pressure. There was difficulty charging due to it being too deep or due to the battery sitting at an angle due to their obesity. The cause was due to morbid obesity. It was unknown what diagnostics were performed. The battery was replaced on (B)(6) 2018 with a non-rechargeable due to the charging difficulty. Additional information was received from the rep on (B)(6) 2018 re-stating that they only covered the replacement and a different rep reported on (B)(6) 2018 that the patient had difficulty charging in july that was resolved after patient education. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.